Event description:
The facility's biomedical engineer reported "fail code 570" during biomed testing. The biomed stated that no patient injury was reported on this pump since the last baxter service event.

Manufacturer narrative:
The pump has been requested but has not been received. If the pump is received, a follow-up report will be submitted upon completion or if additional information is obtained.